Event description:
Regarding black covidien power handle ipx3. [Redacted], pa-c [certified physician assistant] during prostatectomy with dr. [Redacted] put stapler into patient. When closing the stapler load on tissue, w/o [without] provocation, stapler turned off and screen turned black. The team stopped and called [redacted] in the room. On her way there, [redacted] did a hard reset on the handle and the handle turned back on. [Redacted] removed the stapler from the patient abdomen. [Redacted] reseated the staple load and verified it was operating. They proceeded on with the case. They fired the same load which was the only load used during the case. No further problems resulted. [Redacted] got to the room. All parts of the stapler were removed and sequestered. [Redacted] notified the company rep [representative] and charge rn [redacted]. Rep arrived and took custody of the stapler. The rep will be sending report when engineers are done with tests. *this report was dictated to me by [redacted]. *